Event description:
<P>it was reported that the pump declared an altitude alarm 21, but there was no impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was able to resume insulin with the original cartridge, and tips for preventing altitude alarms were provided and acknowledged by the customer. Following resolution, the customer expressed interest in the renewal process, and technical support proceeded to request insurance card pictures and create a task for the renewals team.</p>